Manufacturer narrative:
On september 02, 2021 additional information received indicated that date of explantation was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the ce med height te 550cc tissue expander had a tear at the junction between the shell and anterior patch, extending to the anterior view, measuring approximately 5.0 cm. In addition within the ruptures, parallel lines of shell wear were noted. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast reconstruction primary with unknown tissue expander on the right side, and mentor ce med height te 550cc, breast implant on the left side has experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal on (B)(6) 2021. This report relates to the left prosthesis.